Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures s5 erc tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The user stated that the circuit breaker was checked and no issues were found. The customer has stated that they do not want service from sorin group (B)(4) at this time. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Customer has declined sorin service

Event description:
Sorin group (B)(4) received a report that the s5 erc tubing clamp did not clamp during a procedure. There was no report of patient injury.

Manufacturer narrative:
The device was returned to livanova (B)(4) for further investigation. During the investigation the reported failure could be confirmed and reproduced. As root cause fluid ingress into the housing could be identified.